Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer would change the infusion set site; however, another alarm had occurred. The customer's blood glucose levels varied frequently; the value of the levels was not known. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
Due to a different issue found, device testing for the reported occlusion could not be performed.